Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The biomed reported that sometimes during precheck of unit, it does not alarm disconnect for up to 30 seconds and sometimes one minute after circuit is removed. The customer contacted product support and determined that customer is using a hudson filter with a hudson heated wire circuit. Product support conferenced with philips clinical specialist who advised customer that this circuit is not validated for use with the v60 as it is known to cause this very issue. The clinical specialist recommended to customer a f&p circuit that is validated for this unit. The customer reported that the unit was not in use on a patient. The clinical specialist recommended to customer a f&p circuit that is validated for this unit.

Manufacturer narrative:
G4: 13oct2020; b4: 13oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.